Event description:
It was alleged that the tip heated up and burned the uterus. It was reported that when the hospital was using the laser, it was not distal to the cannula sheath; therefore, this reportedly resulted in the metal becoming hot which resulted in the uterus being burned.